Event description:
It was reported the pump flipped. The pump had broken loose from 2 sutures ties with 2.0 vicro. A pocket revision was completed and 4 suture ties placed. There were no catheter issues, the catheter was patent. The patient had no therapy issues. It was noted the patient had very slight body habitus, (very skinny), noted pump would ride up to ribcage when the patient bent forward, pump noted to have flipped. The revision was done (B)(6)-2014, and the catheter was functioning well. The pump was repositioned further from the rib cage. The patient status at the time of the report was noted as alive, no injury. The patient recovered without permanent impairment. The pump was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4),